Manufacturer narrative:
As reported, the phasix st mesh was implanted near an anastomotic leak and approximately 10 months post-implant, the patient developed bowel obstruction, adhesion and underwent partial bowel resection and mesh removal. It is unclear if the initial placement of the device, may have been a contributing factor to the patient outcome. However, based on the information provided no conclusions can be made. To date this is the only reported complaint received for this lot. Adhesions and pain are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Not returned - remains implanted.

Event description:
It was reported that the patient underwent a primary repair of hartmann's reversal procedure for 4 x 2cm sized hernia defect, in which phasix st w/ open positioning system was used to reinforce the stoma site, near an anastomotic leak on (B)(6) 2019. The mesh was pre-hydrated with saline solution for 3 seconds and implanted intra-abdominally with the barrier facing downward. The mesh was fixated circumferentially with a non-bard/davol fixation device placed approximately 1-2cm apart and secured with sutures. The hernia defect was closed primarily and the mesh overlap was 3.5cm. Following fixation, the positioning system was removed and the fascia was closed over the mesh. Post-implant, the patient developed abdominal pain, the surgeon originally believed it was pain from an incisional hernia and brought the patient back for hernia repair on (B)(6) 2020. Intraoperatively, the surgeon discovered an undiagnosed bowel obstruction at the site of dense adhesions/ingrowth of the bowel to the phasix st open mesh; the mesh was still mostly intact. A bowel resection was performed and the removed portion had a hardened feel, that the surgeon found very abnormal, and pieces of mesh were still adhered to the bowel. It is not known if the portion of bowel adhered to the mesh was, in fact, the site of the anastomosis.